Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Device evaluation summary: analysis of the pump found "no anomaly".

Event description:
It was reported that the pump was interrogated and the reservoir was accessed. The pump reservoir was empty which was consistent with expected volume of 0. The pump ran out of drug around 3 in the afternoon. There were no motor stalls within the log. The pump ran out of drug at the correct time. No symptoms were reported related to the empty pump. At the time of the event the patient's status was reported as alive with injury. However, this was unrelated to the implanted system or therapy. The pump delivered fentanyl (50 mcg/ml at 99.970 mcg/day). The patient took opioids including a fentanyl patch. Should additional information be received the event will be updated.